Manufacturer narrative:
The reported event for bias current error was confirmed by the technician through functional inspection, disassembly and visual inspection. The device displayed bias current error as the pcb 050 did not communicate properly.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.